Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was selected for the endovascular treatment of a patient. It was reported that while flushing the device, prior to use, there was difficulty in inserting the dilator into the sheath. On examination of the dilator, it was noted that the tip was damaged, leading to the insertion difficulties through the sheath. As per the physician, the cause of the event was user error due to a handling of the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received for this case reported that the damage to the dilator was noted after flushing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported as per the sales rep, the cause of the event was updated to state the cause was not due to user error. Device evaluation: the device was returned within the original tray and packaging inside a generic brown box. The catalog and lot numbers were verified from the returned original packaging and paperwork. The device was returned clean. Upon inspection of the sheath and dilator, the tip of the dilator was slightly deformed at the proximal end and is oval in shape. The rest of the device was unremarkable. Magnified images show that the very tip of the dilator has an indentation that passes through two walls of the dilator tip tubing and extends for a distance of approximately 0.5 mm-0.8 mm. The original tray was inspected for edges that may have contributed to the tip deformation however, none were found. The event was confirmed; the tip of the dilator was irregular in shape. The root cause of the damaged tip could not conclusively be determined. Based on a similar complaint, the level of damage is considered detectable during teleflex 100% in-process and process audit inspections. Possibly causes of the event may have been due to handling of the dilator during the removal from the packaging, prepping/flushing and possibly inserting the dilator through the sheath per the dfu before advancing the guidewire. Image evaluation from the returned two images of the sentrant device, the complaint is confirmed as tip of the dilator was slightly deformed at the proximal end and is oval in shape. The rest of the device appears unremarkable. The cause of the event could not conclusively be determined from the returned images. If information is provided in the future, a supplemental report will be issued.